Event description:
It was reported that a pump was hit by a baseball during a game, leading to display issues that affected the customer's ability to interact with and read the screen. There was no adverse impact on the customer¿s blood glucose level, remaining within the normal range. The customer switched to multiple daily injections as a backup therapy.